Event description:
It was reported to boston scientific corp in 2008, that a leveen coaccess electrode system was used in an rf ablation procedure in the pt's lung. According to the complainant, the physician reported an abnormally high fluctuations in the impedence levels; however, the procedure was able to be completed without changing devices, there were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. Visual examination of the returned device noted that the electrode tines were not uniformly spaced. A functional eval noted that the array could be extended and retracted without issue. An electrical check of the device concluded that the continuity appeared to be nominal. No anomalies were noted with the returned device. The cause of the reported malfunction is undetermined.